Event description:
User facility reported the following: "two guidewires were frayed when removed from introducers (two incidents). In one incident, a piece of guidewire broke off and had to be retrieved" neither patient suffered any adverse effects as a result of these occurrences.